Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during the investigation, product investigation laboratory observed an unknown dust-like contaminant on the front panel, air inlet, blower, blower seal, and blower box. A brown colored unknown contaminant was observed on the top enclosure, rear panel, and sd card flip door. An unknown dark contaminant was observed on the rear panel, iso (international organization for standardization) port, interior of the front panel, and bottom enclosure. Some unknown fiber-like contaminants were observed on the rear panel and bottom enclosure. A keratin-like substance was observed on the blower box and blower seal. Addresses the issue of keratin. Evidence of liquid ingress with potential mineral deposits was observed on the blower box and blower. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure. Product investigation laboratory is unable to directly address the symptoms. Product investigation laboratory cannot confirm the complaint of a strange or burning odor, overheating, and going through water quickly. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device eval. By mfg: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.